Event description:
Consumer called to report getting results that they didn't believe, repeating testing getting very different results. Analysis run on clark error grid using mean avg. Reading (264) as ref. Point vs. Bd readngs of 429, 183, 180 yielded data points in the c zone of the grid, outside of acceptable limits.